Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were "not happy with the pacemaker" and noted that there were some complications during implant. The patient also reported that they have a "huge square area, like burned with blisters" and "raw open sores". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.